Event description:
Per the clinic, the patient developed an infection at the abutment site. Subsequently, the abutment was removed on (B)(6) 2022. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Correction: the initial MDR submitted on december 08, 2022 was filed inadvertently. There are no reports of infection. Per the clinic, the patient underwent a skin revision surgery under general anesthesia in order to remove the excess skin (specific date not reported).